Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer's received multiple occlusion alarms. The customer's blood glucose (bg) was as high as 407 mg/dl. The contact thought that breakfast and the customer's cold had contributed to the high bg. Insulin pen injections and a bolus via the pump were used to address the bg level. A system check showed the infusion set site to be a possible cause of the occlusions. However, after the supplies on the pump were changed another occlusion had occurred. A couple more intermittent occlusions were reported. After using a new box of cartridges, the occlusions had not reoccurred.